Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated event description and added concomitant devices device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Updated event description: it was reported that during hardware removal surgery on (B)(6) 2019, one (1) titanium (ti) cancellous locking screw 32mm and one (1) titanium (ti) cancellous locking screw 28mm were unable to be removed due to they being locked (cold welded) into the ti antegra alif plate. Originally, the patient had hip surgery on (B)(6) 2019 and was implanted with one plate and four screws. On an unknown date after the initial surgery, it was found out that two screws were a little too long and the surgeon wanted to shorten the screws. The surgeon cannot remove the screw that was cold-welded to the plate despite numerous efforts. However, only one screw was removed and the other one stayed in place. It is unknown if there was a surgical delay. Procedure and patient outcome are unknown. Copy of the maude report is attached with this report. Concomitant devices reported: unknown screws (part# unknown, lot# unknown, quantity# 2) this report is for one (1) ti antegra plate one level sacral/45mm. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history: part number: 04.103.145. Lot number: 9960262. Part manufacture date: 08 dec 2015. Manufacturing location: elmira part expiration date: n/a. Nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti antegra (tm) plate one level sacral / 45mm was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. The lot quantity of 8 pieces met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history: part number: tialnbfi41.40x12.00. Lot number: 7976318. Part manufacture date: 09 apr 2015. Manufacturing location: elmira. Part expiration date: n/a. Nonconformance noted: n/a. A review of the device history record for the raw material revealed no complaint related anomalies the device history record shows this lot met all requirements at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history review: the lot quantity of 8 pieces met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown plate. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during removal surgery on (B)(6) 2019, an unknown screw was unable to be removed from being locked (cold weld) into an unknown antegra alif plate. Originally, the patient was implanted on (B)(6) 2019. It is unknown if there was a surgical delay. Procedure and patient outcome are unknown. This complaint involves two (2) devices. This is 1 of 2 for report (B)(4).